Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 3008829311-2018-00036. Reference MFR. Report: 3008829311-2018-00038. It was reported the patient experienced ineffective stimulation. Impedance checks were normal, x-rays were unremarkable, and reprogramming attempts have been unsuccessful. As a result, the patient may be pending drg system explant.

Event description:
Device 2 of 3. Reference MFR. Report: 3008829311-2018-00036. Reference MFR. Report: 3008829311-2018-00038. Follow up information identified the patient underwent drg system explant.